Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call to have experienced high and low blood glucose readings and motor error alarm. The customer's blood glucose reading was 397 mg/dl. The customer mentioned having ketones earlier. The customer changed the infusion set twice and received no delivery alarm. The customer reported the drive support cap to appear normal. The customer declined to troubleshoot for low readings. The insulin pump will not be returned for analysis.